Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. It was noted that the right ventricular (rv) lead exhibited high thresholds. Both leads are planned to be revised in the future. No patient complications have been reported as a result of this event.